Manufacturer narrative:
This product is not marketed in the us. Patient code: (B)(4)- secondary surgical intervention, lens removed and exchanged for a shorter lens. Suspected endophtalmitis and pigment dispersion. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a vticmo13.2, -13.50/+2.0/090 (sphere/cylinder/axis), implantable collamer lens into the patient's right eye (od) on (B)(6) 2015. On (B)(6) 2016 the lens was removed and exchanged for a shorter length lens due to excessive vault, suspected endophtalmitis and pigment dispersion. This exchange resolved the problem.

Manufacturer narrative:
Previously reported that the lens was exchanged due to excessive vault, endophthalmitis, and pigment dispersion. Surgeon confirms that there was no endophthalmitis. The lens was exchanged due to excessive vault and pigment dispersion only. Claim# (B)(4).

Manufacturer narrative:
Corrected data: the reporter indicated that the surgeon implanted a vticmo13.2 with a diopter of -13.50/1.5/097 (sphere/cylinder/axis) implantable collamer lens. (B)(4).